Manufacturer narrative:
(B)(4).

Event description:
Patient's father contact dexcom on 05/23/2016 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) /2016. No injury or medical intervention was reported.